Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During pci a grade 3 perforation occurred. The first pk papyrus covered stent (complaint device) was selected and introduced with a guidezilla. However, the stent dislodged within the guide catheter. The second pk papyrus (reported separately under tga report number (B)(4)) was then attempted, but the same issue occurred, the stent dislodged in the guide. Subsequently, two other pk papyrus stents were successfully deployed and sealed the perforation.

Event description:
During pci a grade 3 perforation occurred. The first pk papyrus covered stent (complaint device) was selected and introduced with a guidezilla. However, the stent dislodged within the guide catheter. The second pk papyrus (reported separately under tga report number (B)(4)) was then attempted, but the same issue occurred, the stent dislodged in the guide. Subsequently, two other pk papyrus stents were successfully deployed and sealed the perforation.